Manufacturer narrative:
Summary: investigation into this event found that the anti-hbc results were atypical of the expected negative sample. No issue with calibration, reagent or instrument performance is suspected. Though the root cause is not definitively known, dilution of the initially negative samples produced positive results, supporting the presence of an unknown interferent.

Event description:
A customer observed false negative ahbc results on two patient samples. The results were not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.